Event description:
On (B)(6) 2023, a patient care technician (pct) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a dialysis related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the outpatient clinic pct, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain that led to a peritonitis diagnosis. The patient was hospitalized at the time of follow up and the outpatient clinic was not provided hospital paperwork. As a result, laboratory values, hospital course and medical interventions remain unknown; however, it was reported this patient¿s adverse event was attributed to having their pet dog in the room during pd therapy. Additionally, it was confirmed there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will use the same liberty select cycler at home upon discharge.